Manufacturer narrative:
Correction: the previous or initial MDR submitted on 15 october 2019 was filed inadvertently. The device does not belong to the manufacturer. This report is submitted on 20 november 2019.

Manufacturer narrative:
This report is filed on october 15, 2019.

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). The implanted device remains. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.